Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer reviews.

Event description:
A consumer reported two false positive sars results. The consumer communicated the result was confirmed negative by a covid blood test. It is unknown if the consumer was symptomatic. Report 1 of 2.